Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The device was requested for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml intravia container had small translucent, glass-like particles floating inside. This issue was identified after placing the bag on the shelf for growth testing in the pharmacy. There was no patient involvement. No additional information is available.